Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy the tip of the blade broke off of the device. The piece was retrieved through the trocar. They completed the procedure with a new like device. There was no patient consequence reported.